Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: l5-s1 disc herniation, discogenic back pain, and bilateral low extremity radiculopathy, spondylolisthesis. The patient underwent the following procedures: 1. Posterior: lumbar interbody fusion at l5-s1 2. Complete arthroscopic and endoscopic discectomy via transpedicular transforaminal approach at l5-s1 3. Iliac crest bone graft. 4. Local autograft. 5. Allograft. 6. Discogram for tissue identification purposes at l5-s1. 7. Fluoroscopic interpretation of discogram for tissue identification purposes at l5-s1 8. Bone marrow aspirate l5. 9. Application of brace. 10. Three hours of fluoro time. 11. Reconstruction of ilium. 12 use of platelet rich plasma. 13. Pcea catheter. 14. Use of spinology interbody age and pedicle screws 15. Use of intraoperative neurophysiology. 16. Implantable bone stimulator. 17. Reduction of spondylolisthesis. As per op-notes, ¿the cage was placed into the l5-s1 disc space. Prior to placing the cage and iliac crest bone and local autograft bone mixed with rh-bmp2 were placed into the anterior most aspect of the disc space in order to aid in the fusion.¿ the patient tolerated the procedure well without any intraoperative complications.